Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of audio on the mx40 telemetry device. No adverse event involving patient or user was reported.

Manufacturer narrative:
Additional parts were replaced/updated as part of the refurbishment process per procedure a-865350-90063 and a-865350-90127. There was no actual malfunction of these parts.

Event description:
The customer reported a loss of audio on the mx40 telemetry device. There was no patient involvement.